Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a power cable disconnect alarm. The system controller, modular cable, and 14 volt lithium ion batteries were exchanged. Audible alarms were observed.

Event description:
It was reported that the modular cable was exchanged by choice of the medical team and the alarms stopped after the system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported of atypical power cable disconnect alarms was confirmed via the log file downloaded from the returned system controller (serial number: (B)(6); however, the alarms were not reproduced during testing. The log file contained approximately 8.5 days of data (B)(6) 2021 per the timestamp). The log file captured low voltage advisory alarms that were not associated with routine battery depletion on (B)(6) 2021 from 16:37:54 to 16:37:56 and 16:38:00 to 16:38:03 and a power cable disconnect alarm that was not associated with a power source exchange on (B)(6) 2021 from 16:39:23 to 16:39:26. The atypical low voltage advisory and power cable disconnect alarms occurred due to the relative state of charge (rsoc) voltage on the white power cable dropping while connected to a 14v battery. The driveline was disconnected on (B)(6) 2021 at 17:50:05 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. Additional information provided stated that the alarms resolved after exchanging the system controller. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced, including when the power cables were manipulated by hand. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The system controller, serial number (B)(6), was shipped to the customer on 29apr2021. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 IFU section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 IFU section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.